Event description:
It was reported that balloon rupture occurred. A 4.0 x 40mm, 75cm and 4.0 x 40mm, 135cm mustang balloon catheters were selected for use. However, during initial inflation at 24 atmospheres, these balloons ruptured. Both device were removed and a pinhole was noted on both balloons. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.